Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a damaged battery was confirmed, but not reproduced during device evaluation. The root cause was determined to be depleted main batteries. The main batteries were depleted due to user error. The main batteries and battery harness were replaced to correct the reported condition. Similar reports have been received for the reported problem. Additional investigation was conducted through mdq-CAPA-(B)(4).

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery. This event occurred upon power up; however, it is unknown in which care area this event occurred. There were no reports of patient involvement, patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the device has been previously sent into service for the reported condition of damaged battery. During previous services, the main batteries and harness were replaced.